Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins battery level stays at 25% on the recharger, and remained there for an hour. The patient stated there were no issue with the recharger and it was fully charged. The patient stated he could get 8 coupling boxes, and the ins normally charges "less than half" in 1 hour, and takes 4-5 hours for a full charge. The patient stated that the recharger would also display a power on reset (por) screen. It was reported therapy had stopped due to the por. The patient stated he could not find the por code int the manual. The por was not present on the recharger screen at the time of the call. During the call, the patient positioned recharger antenna over ins, started to charge ins, and reported seeing an informational por on the screen. The meaning and potential causes of por were reviewed, and that it can be cleared using the programmer. The patient then stated that the por cleared on its own and switched over to charging the ins, which was still blinking at 25%. The patient stated he was frustrated with the device so he used medicine instead. The steps for clearing the por and turning therapy on were reviewed, and it was recommended the patient charge longer than an hour. The patient was able to charge past 25% and the recharger appeared to be functioning correctly. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient's recharger was not replaced, and when asked if the issue has been resolved they stated "no and yes." It was reported no other action was taken to resolve the issue. There were no reported complications and no further complications were expected.